Event description:
It was reported the patient had a new device implanted on 2015-(B)(6), but it did not work so it was explanted on 2015-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient (B)(4).